Event description:
It was reported that a lead microdislodgement and low r wave measurements were observed. The lead was explanted and replaced when repositioning was unsuccessful. The lead was discarded and will not be replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.